Manufacturer narrative:
(B)(4).

Event description:
It was reported the implant broke. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative: one 72203379 healicoil pk 5.5mm-2 ub blue-cobraid device was reported on. The complaint stated ¿it was reported the implant broke¿. The anchor was returned but small cracks are evident with magnification. Both ultrabraid and one blue/white cobraid were returned. These were all still attached to the device. There is no apparent damage to the shaft or the forks. The first four distal threads are burnished and beginning to roll. There is a stress fracture beginning between the 1st and 2nd threads and also through the 2nd thread. Torque limitation is a factor with the spiral vs. Solid screw configuration. Please note: IFU reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. The details reported determined the patient¿s insufficient bone quality to be a factor. It was necessary to reverse the rotation to remove the implant. No root cause associated with the manufacture of this device could be supported nor proven. No further investigation warranted.